Event description:
Customer called to report the pump was not able to get past the manual prime. It was stated that after holding down the activate button to rewind in order to prime manually the insulin exited. The pump then revealed back to rewind. Device was not dropped, bumped, or exposed to moisture.